Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03244 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during an ssl fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio cage failed to catch the needle and eventually, the needle detached inside the patient but it was recovered by forceps. Another uphold vaginal support system was opened and the same thing happened. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken. The broken suture is frayed. The remaining suture with dart are missing and were not returned. There was no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03244 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during an ssl fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio cage failed to catch the needle and eventually, the needle detached inside the patient but it was recovered by forceps. Another uphold vaginal support system was opened and the same thing happened. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.